Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 7". Additional information recieved by the clinical support specialist (css) stated that "during the call with the customer she could hear the pump alarming and the piezo alarm. The reset key would not silence. The pump was still pumping. The staff cycle the power and the patient was off support for less than 15 seconds. The pump restarted without issue. He then relayed that the patient was to be transferred to presbyterian in dallas and they would do so on the current pump. The console was then swapped (downtime less than 10 seconds) so they wouldn't have any issues during transport". No patient injury, harm, or consequence reported. Patient condition reported as "stable".

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The reported issue of system error 7 alarm is not able to be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.